Manufacturer narrative:
A manufacturing representative was onsite. He preformed troubleshooting before system check out. When troubleshooting it was reported that when he attempted to load a disc the system went to a "no input detected" screen. He reboot into the grub menu. He then performed a hard restart and it booted normally. He then loaded a second disc successfully. He was then able to load the first disc successfully. He was also able to load a third disc that the site reported issues with. The system appears to be functioning normally. When preforming system check out it was noted that there were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when they go to load patient exams the screen is black with the yellow error in the top right no data entry. There was no patient present.